Event description:
The hospital reported that during an endoscopic vein harvesting procedure, upon trying to dissect, the conical tip had "chips and a cracked appearance" to it. It made it very difficult for the harvester to dissect the tissue around the vein. He opened another kit and noticed the same problem on the tip of the second kit. It was not as severe a "starburst" on the tip with the second kit so it was defective as well. The harvester was able to finish the dissection with the second kit, but said the results would have been much better with a "clean" tip. The hospital did not report any patient effects. The product was returned.

Manufacturer narrative:
Investigation: visual inspection revealed that there were no non conformities with the dissection tip. Based upon this, the reported failure "tip cracked" could not be confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).